Event description:
While using the challenger clip applier during a procedure, the plastic rack of clips popped out of the clip applier and then was retrieved from inside the patient. Upon double checking, it appeared the clip cartridge was loaded properly but fell apart during use.